Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: 00643169097865 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture levels implanted: l1 it was reported that intra-op, the cement solidified while filling the cement. The solidification time was earlier than the surgeon expected, and the desired amount of cement could not be filled. Cement was mixed for about 30 seconds and was doughy and homogeneous prior to delivery into the patient. A new cement was then used to complete the procedure. Although there was a delay of less than 60 minutes in overall procedure time due to this event, no patient complications were reported.